Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that shortly after the implant of this right ventricular lead, decreased r wave sensing and increased pacing thresholds were both noted. Additionally, a signal from the atrial lead was noted upon pacing on the right ventricular lead as well. It was determined the right ventricular lead had dislodged resulting in the field observations. The lead was successfully repositioned with no additional adverse pt effects reported. The lead remains in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.